Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid 20mg/ml at 4.256mg/day and droperidol 100mcg/ml at 21.28mcg/day. The indication for use was non-malignant pain. It was reported that the patient had an enlarged pump site. There was no infection suspected. The pocket was swollen due to csf (cerebral spinal fluid) leak. It was unknown if any environmental, external or patient factors may have led or contributed to the issue. The diagnostics and/or troubleshooting performed were reported as pocket exploration and fluid aspiration. The intervention taken to resolve the issue was reported as catheter/pocket revision. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.